Event description:
It was stated that the customer reported high blood glucose when getting up in the morning. No blood glucose reading was reported. The customer changed the infusion set and attempted to treat by bolusing but the high blood glucose continued. Troubleshooting was performed and the programming was correct. It was stated that the insulin pump did not deliver any insulin during the prime test. It was also stated that the insulin pump did not give a no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.